Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. Customer was using auto mode feature. Customer stated that they were not getting correct units of insulin. Customer was alleging insulin pump for under delivering because customer did not getting insulin. Customer stated that there was no air bubble and leak. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.